Event description:
It was reported that during a procedure to treat a perforation in the proximal right coronary artery (rca), two 4.0x16 mm rx graftmaster stents were implanted to seal the perforation. The first 4.0x16 mm rx graftmaster stent was implanted and there was leakage at the proximal portion of the stent graft. The second 4.0x16 mm rx graftmaster stent was implanted proximal to and overlapping the previously placed 4.0x16 mm rx graftmaster stent and the perforation was completely sealed. The patient was in stable condition and discharged to home the following day. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.